Manufacturer narrative:
Investigation summary: data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely patient related since the physician confirmed hematuria was due to traumatic foley insertion & resolved by adjustment. Cardiogenic shock/respiratory failure/pulmonary edema/hematuria: the cause of the injury was not determined due to insufficient clinical details. Asystole/infection: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information has been provided upon request: "if I'm understanding correctly, the ci is related to the hematuria? If that's the case, the issue resolved with repositioning. The pump is not available for return, disposed of by the site."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. On (B)(6) 2025 (p-00735547): the patient experienced delayed onset anterior st-segment elevation myocardial infarction (stemi) and was found to have 100% proximal left anterior descending (lad) occlusion. Primary percutaneous coronary intervention (ppci) was completed; however, the patient progressed to bi-ventricular cardiogenic shock, and an impella rp flex was placed. The patient also developed acute hypoxemic respiratory failure (ahrf) in the setting of pulmonary edema per ICU physician. Both pumps were appropriately positioned, and systemic anticoagulation was initiated. The patient was on dobutamine, epinephrine, heparin, and norepinephrine. Post-procedure (gu (B)(6): the patient was confirmed to be in bi-ventricular failure, prompting placement of the impella rp flex. (B)(6) 2025 (fm-53370): hemolysis was noted, evidenced by hematuria upon arrival after transfer. Mean arterial pressure had been >110 mmhg during transport. Bipella positioning was verified via formal echocardiogram. (B)(6) 2025 (p-00735966): plan for va ECMO cannulation. Pan CT completed; patient followed commands but was heavily sedated and restless. Overnight asystole occurred, treated with epinephrine pushes, returning to normal sinus rhythm. Patient remained critically ill with severely reduced bi-ventricular function (ef 15¿19%). Impella rp was appropriately positioned. Several vasoactive drips continued. Patient was acidotic with acute kidney injury and shock liver; lactate fluctuated. (B)(6) 2025 (p-00736696): patient was peripherally cannulated for va ECMO; impella rp flex removed due to limited flows caused by high ECMO flows. Attempts were made to adjust ECMO flows due to suction alarms. (B)(6) 2025 (p-00737341): patient tested positive for covid and remained on epinephrine. (B)(6) 2025: attempted to discontinue paralytics, but svo2 dropped into the 40s, map dropped into the 50s, and nibmex was restarted. Impella at p5 with ECMO flows. Hematuria increased overnight (fm-53838, p-00737419). Echocardiogram initially unreadable; cardiologist notified, haptoglobin and ldh ordered. Plasma free hemoglobin could not be sent over the weekend. Later review confirmed pump in good position (3.5 cm from valve annulus). Hematuria suspected to be due to traumatic foley insertion; urology consulted (fm-53838, p-00737822). (B)(6) 2025: patient remained on ecpella support and crrt. Echocardiogram showed lvef 15¿20%, though cardiology notes indicated ef 25¿55%. Impella repositioned to 3.6 cm and confirmed appropriate. Severe lv dysfunction, normal rv function, mild-moderate pericardial effusion; plan for close observation. ECMO weaning planned with intent to transition to impella 5.5. Patient remained in covid isolation with history of prior covid-related cardiac complications. Chest x-ray showed covid pneumonia and depressed right upper lobe. Urine clearing after physician adjustment (fm-53838, p-00737986). (B)(6) 2025 (p-00738811): patient tolerated ECMO wean; plan for decannulation and escalation to impella 5.5 with possible pericardial window. Echocardiogram completed; increased pulsatility at lower ECMO flows. Crrt continued. (B)(6) 2025 (gu (B)(6): impella cp explanted in or without complication; device pulled across valve at p1 until impella 5.5 was in place and running.